Event description:
It was reported that during an elective device replacement procedure due to normal elective replacement indicator (eri), dried blood was noted in the header of the device. Damage to the right ventricular (rv) lead occurred while disconnecting the rv lead from the header of the device. The physician suspected the rv damage was due to the dried blood in the header. The rv lead was capped and the device was explanted and replaced. Later, an additional procedure was performed and the rv lead was replaced. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.